Manufacturer narrative:
Atrial lead issue was addressed in manufacturer report number 2017865-2019-09895. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during atrial lead revision procedure, right ventricular lead fracture towards the pin was observed. Lead was capped and replaced on (B)(6) 2019. Patient was stable.